Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the communication error and bent cannula, or to determine if these issues could have contributed to the reported hyperglycemia. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.1 hardware: iphone15.4 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels increased to approximately 500 mg/dl after approximately 4-24 hours of pod wear on the leg despite administering a bolus dose, and the patient began feeling sick. It was further reported that the pod experienced a communication error and insulin was observed to be leaking during wear. Upon pod removal, the cannula was observed to be bent. There was no medical intervention reported in relation to this event.